Event description:
The delivery sheath for the 33mm watchman was prepped in a standard manner. The delivery system was advanced through the access sheath until the distal marker bands met. With fixed pressure on the deployment knob, the physician pulled the connected sheaths back toward the deployment knob-the watchman device deployed and it was noted that the device was not connected to the core wire. The deployment knob was not rotated either during the preparation of the delivery sheath or during deployment. There was adequate compression of the device, however, there was a significant gap of anywhere 0.5 to 0.8cm from approx 60 degrees to 120 degrees on tee. The device did appear stable and the sheath was retracted into the r atrium. Tee confirmed no evidence of pericardial effusion malfunction of this device was reported to boston scientific for further investigation.